Manufacturer narrative:
One braided swartz¿ introducer was received for evaluation. The sideport tubing was no longer attached to the hemostasis body. No other visual anomalies were noted. The proximal end of the sideport tubing was microscopically inspected and no of adhesive was noted on the sideport tubing at the location where the hemostasis body met the tubing. No tearing or stretching of the tubing was noted. The extension tubing had detached from the sideport of the hemostasis body due to an insufficient amount of solvent on the extension tubing.

Event description:
During a procedure, when the sheath was placed in the left atrium the sideport tubing became detached. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.